Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported an issue with her child's infusion set as it leaked at the site location on (B)(6) 2023, while they were inserting the infusion set on the patient's abdomen. Moreover, the infusion set had been used for 2 hours. Reportedly, there was no stress or pull on the infusion set tubing. No further information available.